Manufacturer narrative:
Sample has been received. Waiting for the product evaluation; therefore, the condition of the product could not yet be verified. The lot numbers identified with this complaint will be researched. A final determination of whether or not a product malfunction occurred will be made at the conclusion of the investigation after the sample has been evaluated. (B)(4).

Event description:
A customer reported that the probe did not cut during surgery. The probe was exchanged and the procedure was completed with no harm to the patient.